Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (blood transfusion). Essure treatment was not changed. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-injury replaced. New event endometrial ablation was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.